Manufacturer narrative:
Other applicable components are: product ID: 8840, serial# unknown, product type: programmer. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving morphine 6.4mg/ml at 0.30752mg/day via an implantable pump. The indication for use was spinal pain.the healthcare provider reported a programming error. Per the healthcare provider on (B)(6) 2017 the patient came in for a refill and the pump had morphine 20 mg/ml in the pump. The pump was refilled with morphine 6.4 mg/ml. When the pump was updated the healthcare provider never updated the concentration of the drug from morphine 20 mg/ml to morphine 6.4 mg/ml. It was calculated that the actual dose the patient is receiving: 0.30752 mg/day. It was noted that the healthcare provider was going to bring the patient back to update the pump with the correct information. There were no patient symptoms and no further complications were reported.